Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and calcification). Deformation problem (stent deformed). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology¿ 90% stenosis and calcification). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant an endeavor resolute drug-eluting stent to a calcified lesion in the lad with 90% stenosis but the device could not cross the lesion. The lesion was pre-dilated with 2 balloons, 1 at 6atm and 1 at 8atm. The device had been prepped before use with no issues noted. The physician used other device (same model) to complete the surgery. No patient complications or clinical sequelae reported. Evaluation summary: the device was returned for analysis. Patency of the wire lumen could not be checked as the stylette could not be removed from the device. There were three kinks noted to the delivery system, these kinks were located on the hypotube at 8.5cm, 49cm and 73cm distal to the strain relief. The 7th and 8th distal segments of the stent had stretched struts. The 9th distal segment had evidence of overlapping struts. The middle section of the stent had an uneven profile. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).